Manufacturer narrative:
The ipg serial number was included in the field advisory.

Event description:
It was reported that the patient did not recharge the scs ipg in a long time (date is unknown) due to the patient¿s choice. Reportedly, patient lost a significant amount of weight. The external devices were unable to communicate with ipg and ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.